Event description:
On (B)(6) 2022 an eye care professional (ecp) in india advised a letter was received from a patient¿s (pt) legal representative. The representative reported a pt was diagnosed with left eye (os) microbial keratitis while wearing the acuvue® vita® for astigmatism brand contact lens (cl). On (B)(6) 2022, after a ¿few hours of use¿ the pt felt irritation, redness, pain, and itching. On (B)(6) 2022, the pt presented to a doctor and was provided a diagnosis of os microbial keratitis. The pt was admitted to a hospital in critical care for 24 hours and prescribed ¿5 types of medicines¿ that were applied every 5 minutes for 24 hours. The pt was further admitted as inpatient for 5 days and was discharged on (B)(6)2022. The event was reported as improved with treatment. The pt was advised strict bedrest for 2 weeks after hospital discharge. The representative advised that the infection is severe and there is a ¿risk of affecting eye balls.¿ at the time of purchase, the pt was advised that the "lenses could be used for 23 hours continuously." No additional info no additional information has been received. The os lot number was not provided. It is unknown if the suspect os cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product availability is unknown.